Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2022. The most recent information was received on 07-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of implants") and abortion spontaneous ("abortion") in a 43 year-old female patient who had essure inserted (lot no. 629303). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012 she experienced abortion spontaneous (seriousness criterion medically important). On (B)(6) 2012 she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy"), mental disorder ("psychiatric disorders"), cognitive disorder ("cognitive disorders"), reproductive tract disorder ("gynaecological disorders"), musculoskeletal disorder ("muscle and joint problems"), skin disorder ("dermatological disorders"), ear, nose and throat disorder ("ear, nose and throat (ent) disorder"), tooth disorder ("problem with teeth"), insomnia ("difficulty sleeping"), visual impairment ("impaired vision"), fatigue ("chronic fatigue") and burnout syndrome ("burn out"). The patient was treated with surgery (laparoscopy to cute the tubes on (B)(6) 2012). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to device dislocation, abortion spontaneous, pregnancy with contraceptive device, mental disorder, cognitive disorder, reproductive tract disorder, musculoskeletal disorder, skin disorder, ear, nose and throat disorder, tooth disorder, insomnia, visual impairment, fatigue or burnout syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Lot number: 629303. Manufacture date: 2009-02. Expiration date: 2012-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-oct-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of implants") and abortion spontaneous ("abortion") in a 43 year-old female patient who had essure inserted (lot no. 629303). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012 she experienced abortion spontaneous (seriousness criterion medically important). On (B)(6) 2012 she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy"), mental disorder ("psychiatric disorders"), cognitive disorder ("cognitive disorders"), reproductive tract disorder ("gynaecological disorders"), musculoskeletal disorder ("muscle and joint problems"), skin disorder ("dermatological disorders"), ear, nose and throat disorder ("ear, nose and throat (ent) disorder"), tooth disorder ("problem with teeth"), insomnia ("difficulty sleeping"), visual impairment ("impaired vision"), fatigue ("chronic fatigue") and burnout syndrome ("burn out"). The patient was treated with surgery (laparoscopy to cute the tubes on (B)(6) 2012). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to device dislocation, abortion spontaneous, pregnancy with contraceptive device, mental disorder, cognitive disorder, reproductive tract disorder, musculoskeletal disorder, skin disorder, ear, nose and throat disorder, tooth disorder, insomnia, visual impairment, fatigue or burnout syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2022. The most recent information was received on 13-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("migration of implants") and abortion spontaneous ("abortion") in a 43 year-old female patient who had essure inserted (lot no. 629303). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced pregnancy with contraceptive device ("pregnancy").in (B)(6) 2012 she experienced abortion spontaneous (seriousness criterion medically important). On (B)(6) 2012 she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced mental disorder ("psychiatric disorders"), cognitive disorder ("cognitive disorders"), reproductive tract disorder ("gynaecological disorders"), musculoskeletal disorder ("muscle and joint problems"), skin disorder ("dermatological disorders"), ear, nose and throat disorder ("ear, nose and throat (ent) disorder"), tooth disorder ("problem with teeth"), insomnia ("difficulty sleeping"), visual impairment ("impaired vision"), fatigue ("chronic fatigue") and burnout syndrome ("burn out"). The patient was treated with surgery laparoscopy to cute the tubes on (B)(6) 2012. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to device dislocation, abortion spontaneous, pregnancy with contraceptive device, mental disorder, cognitive disorder, reproductive tract disorder, musculoskeletal disorder, skin disorder, ear, nose and throat disorder, tooth disorder, insomnia, visual impairment, fatigue or burnout syndrome. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Lot number: 629303, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-oct-2022: ha reference number correction requested from ha, ha number was mistakenly registered under the number (B)(4), this number was deleted and use only the number (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.